Manufacturer narrative:
Event description: the lesion was present in the anterior tibial artery. First inflation was performed in the anterior tibial artery, which had presence of calcium. Second inflation was done in posterior tibial artery, which had less calcium than during 1st inflation. A radial rupture with detachment of distal part of the catheter was reported. The physician retrieved the broken piece with a gooseneck but a piece of the device (distal marker) remained inside the body of the patient without further complications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that amphirion deep pta balloon catheter was used during a procedure, and the balloon burst occurred. No patient injury was reported.